Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience alpine, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed using a 1.5 x 12 mm nc dilatation catheter. The 2.75 x 38 mm xience alpine stent was implanted at the target lesion and was post-dilated using a 2.75 x 12 mm nc dilatation catheter. Post stent implantation, a distal edge dissection was noted. A 2.75 x 15 mm xience alpine stent was implanted to treat the dissection. No additional information was provided.